Manufacturer narrative:
Examination of the returned device confirms the reported event of a missing balseal on the smaller post of the trial. Hhe/qrb (quality review board) (B)(4) recommended a device correction which was initiated on (B)(6) 2015. CAPA-004795 determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-004795 will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Balseal separated from articulating surface.